Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Reported event was confirmed by visual evaluation of the returned device. Visual evaluation of the returned products identified that the outer sterile pouches have scuff marks. Review of the device history records identified no related deviations or anomalies. The likely condition of the products when they left zimmer biomet control cannot be determined. It is unknown when/how the product packaging was scuffed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000997 ¿ g7 screw ¿ 6489259. Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01694.

Event description:
It was reported that a scratch was found on the sterile packaging during incoming inspection. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.